Manufacturer narrative:
Initial.

Event description:
It was reported that a hypoglycemic event occurred while using the ilet bionic pancreas, with no device component implicated and no specific device problem identified. Symptoms included hypoglycemia, with clinical details not further characterized. Outcomes included an impact that could not be characterized. Investigation included interviews and analysis of information provided by the reporter. Investigation of this case revealed no findings and insufficient information to determine a device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.